Event description:
In an abstract titled "dynamic stabilization using x-stop vs. Trans-pedicular screw fixation in the treatment of lumbar canal stenosis: comparative study of the clinical outcome", the following event was reported: one case of device failure requiring removal. No additional information was reported.

Manufacturer narrative:
Report source: article titled "dynamic stabilization using x-stop vs. Trans-pedicular screw fixation in the treatment of lumbar canal stenosis: comparative study of the clinical outcome", by youssry elhawary, md, alaa azzazi, md. Method; device not returned; followed up with author.